Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump due to multiple insulin flow blocked alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of call. Customer also reported that the insulin pump received insulin flow block alarm and the event was resolved by changing complete set. Troubleshooting was performed for insulin flow block alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.